Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was on norepinephrine infusing at 0.3 mcg/kg/hr (or 40ml/hr) and hypotensive. The customer noted it had been established that the patient was for no further escalation of care, and no escalation of inotrope support. The patient was already hypotensive prior to the initiation of norepinephrine. The pump then reportedly began to alarm that the battery was "low." The pump was then plugged in, which made it to stop the alarm. Both norepinephrine and ¿medication¿ (unspecified) line then continued running. When the bedside nurse went into the room to check on the patient, it was noted that the "norepinephrine channel was off," while the ¿medication¿ line channel continued to operate. The customer then reported that the patient's plan of care was "no escalation of care." The patient passed, "which was the expected outcome," according to the clinical staff. Furthermore, the hospital¿s clinician stated that ¿a critical incident review has been conducted with relevant stakeholders and it was determined that the pump failure did not contribute to the patient¿s death.¿

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient was on norepinephrine infusing at 0.3 mcg/kg/hr (or 40ml/hr) and hypotensive. The customer noted it had been established that the patient was for no further escalation of care, and no escalation of inotrope support. The patient was already hypotensive prior to the initiation of norepinephrine. The pump then reportedly began to alarm that the battery was "low." The pump was then plugged in, which made it to stop the alarm. Both norepinephrine and ¿medication¿ (unspecified) line then continued running. When the bedside nurse went into the room to check on the patient, it was noted that the "norepinephrine channel was off," while the ¿medication¿ line channel continued to operate. The customer then reported that the patient's plan of care was "no escalation of care." The patient passed, "which was the expected outcome," according to the clinical staff. Furthermore, the hospital¿s clinician stated that ¿a critical incident review has been conducted with relevant stakeholders and it was determined that the pump failure did not contribute to the patient¿s death.¿

Event description:
It was reported that a patient was on norepinephrine infusing at 0.3 mcg/kg/hr (or 40ml/hr) and hypotensive. The customer noted it had been established that the patient was for no further escalation of care, and no escalation of inotrope support. The patient was already hypotensive prior to the initiation of norepinephrine. The pump then reportedly began to alarm that the battery was "low." The pump was then plugged in, which made it to stop the alarm. Both norepinephrine and ¿medication¿ (unspecified) line then continued running. When the bedside nurse went into the room to check on the patient, it was noted that the "norepinephrine channel was off," while the ¿medication¿ line channel continued to operate. The customer then reported that the patient's plan of care was "no escalation of care." The patient passed, "which was the expected outcome," according to the clinical staff. Furthermore, the hospital¿s clinician stated that ¿a critical incident review has been conducted with relevant stakeholders and it was determined that the pump failure did not contribute to the patient¿s death.¿

Manufacturer narrative:
Omit : a23 - use of device problem (1670), b15 - analysis of data provided by user/third party, b17 - device not returned, c23 - usage problem identified, d11 - cause traced to user, g0200802 - software interface.